Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a missing sensor wire that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The parent reported that on the day of insertion, the sensor failed during warm up and upon removal of the sensor patch, it was noticed that the sensor wire was missing. On (B)(6) 2019, they sought medical advice as the insertion site became swollen and red. On (B)(6) 2019, the sensor wire was surgically removed via a small incision with the use of a local topical anesthetic (emla cream) and 2 suture stitches. The patient was in good condition following the procedure. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.